Event description:
It was reported that a patient with complaints of fatigue presented in clinic after receiving a vibratory alert for device going into back up vvi mode. A device download was performed successfully.